Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 319.006; synthes lot: 9928847; supplier lot: n/a; release to warehouse date: november 11, 2015; expiration date: n/a; manufactured by synthes monument. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device evaluation: visual inspection: visual inspection of the returned depth gauge performed at customer quality (cq) confirmed the condition of needle breakage, which agrees with the reported complaint condition; as such the complaint is confirmed. The needle has broken off at its interface with slider body. Dimensional inspection: inspection of the relevant feature, proximal threads of the needle, was unable to be completed as the broken needle was not returned. Document/specification review: the following drawings, reflecting the current and manufactured revisions, were reviewed: needle. Depth gauge for 2.0/2.4mm screws. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the design specifies the needle component to be manufactured from 316l extra hard stainless steel. During the device history record (DHR) review no non-conformances were noted. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Conclusion: a definitive root cause for the needle breaking could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while cleaning off instruments in the sterile field following a procedure on (B)(6) 2018, the end of the mini fragment depth gauge broke off. No fragments were generated. The event resulted in no delays or patient complications. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).